Event description:
The customer states that discrepant platelet results were generated using a cell-dyn 3200 cs analyzer that were reported out of a lab and questioned by a physician. Pt chemotherapy doses were adjusted based on the reported platelet results. Testing at a reference lab obtained platelet results that were higher than those generated by the lab using the cell-dyn 3200 sl analyzer. There was no further impact to pt management reported.

Manufacturer narrative:
Investigation summary: the customer states that platelet results were generated using a cell-dyn 3200 cs analyzer that were different than platelet results obtained from a reference lab (platform= coulter). The customer performed all required maintenance and performed precision, calibration and calibration verification. All were within specification. Controls for three levels recovered within range. The customer then ran a comparison study using five normal specimens and found that the platelet results generated by the cell-dyn 3200 were higher than the customer's other cd 3200 and also higher than results from the reference lab's analyzer. A field service rep (fsr) contacted the customer in 2008 and calculated a new calibration factor for the customer, and had the customer adjust the calibration factor then run precision and controls obtaining values within specification. Trending: a review of complaint reports for the period of june 2007 through january 2008, did not indicate any adverse trend for the cell-dyn 3200 for the complaint issue. Labeling: the event is addressed in the cell-dyn 3200 system operator's manual, 06h60-01, rev. M under maintenance. Troubleshooting and diagnostics sections of the manual. Conclusion: the analyzer involved in the issue was evaluated. The analyzer was calibrated to resolve the issue. Verification tests were performed with results acceptable. There was no further impact to pt management reported due to this issue. This is the final report.